Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a purple image and the error code e104. There were no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure of 104 fog-free function error and purple image was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the outer tube (thermistor) was broken, the video cable was broken and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely that 104 fog-free function error occurred due to broken outer tube and purple image occurred due to broken video cable. However, a definitive root cause for outer broken tube and video cable could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during maintenance.